Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected t-wave oversensing on the right ventricular (rv) lead. Technical services (ts) was consulted and recommended the health care professional (hcp) adjust the device sensitivity. Ts noted the rhythm in a particular episode appears to be polymorphic but is detected in the ventricular tachycardia (vt) zone (190 to 249 bpm). Ts recommended the hcp consider decreasing the ventricular fibrillation (vf) zone rate cutoff to 230 bpm if there is no fast monomorphic vt. Additionally, the hcp asked ts why the end of a non-sustained ventricular tachycardia (nsvt) episode was not displayed in the electrogram (egm). Ts explained the egm will be recorded for only 10 seconds after the duration criterion has been met, unless another event occurs that causes an egm to be recorded. No adverse patient effects were reported. This ICD remains in service.